Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a battery that is not holding a charge. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the v60 ventilator has a battery that is not holding a charge. The device's event log will be reviewed. It was noted that the spare battery will be installed independently.

Manufacturer narrative:
The replacement of the battery aligns with the recommended repair of the reported malfunction per the service manual. The material has already been requested and ordered. The repair of the unit cannot be completed at this time due to the battery being on back order without estimated time of availability. When the part becomes available the repairs will be completed. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and further investigation will be performed.